Event description:
It was reported that the patient presented in the hospital for open heart surgery. The patient's right atrial (ra) lead failed to capture after the surgery. The ra lead was capped and replaced with an alternate lead on (B)(6) 2022. The patient was hospitalized and recovering well.